Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's detachable battery and system board were replaced to address the issue. In addition of the above evaluation, the device's blower assembly was replaced as prevention. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly, and software version was checked, which was not related to the malfunction/issue. The system board and blower motor were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and blower motor were functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's detachable battery and system board were replaced to address the issue. In addition of the above evaluation, the device's blower assembly was replaced as prevention. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly, and software version was checked, which was not related to the malfunction/issue.